Event description:
It was reported on (B)(6) 2011 that a patient was in for an initial implant and during implant, high lead impedance readings were obtained when systems diagnostics were performed. The diagnostics were performed twice and both resulted in high lead impedance. The surgeon backed out the setscrew and connected the generator to the test resistor to perform generator diagnostics which resulted in ok/ok/4000 ohms/ifi no. The lead pin was re-inserted and confirmed to be fully inserted past the connector blocks. The setscrew was tightened back and systems diagnostics were performed again which resulted in limit/high/10,000 ohms/ifi=no. The surgeon then replaced the lead and diagnostics were repeated which gave acceptable results (specific results not provided). The explanted lead has been returned to the manufacturer and is currently pending product analysis.

Event description:
Product analysis has been completed on the returned lead. The entire lead was returned to the manufacturer. During the analysis, a cut was identified in the positive coil at the end of the electrode bifurcation. Based on the appearance of the lead, it is believed that this condition occurred during the attempted implant procedure. Other than the above mentioned observations and conditions that exist after manipulation and attempted implant of the lead, no additional anomalies were identified in the returned lead.